Event description:
The customer reported receiving a button error alarm from the insulin pump. The customer reported that after a battery change, the alarm was cleared, but then the alarm returned. There was no significant event reported leading up to the alarm. The customer was advised to discontinue use of the device, to return it for analysis and a replacement, and to revert to a backup plan until the replacement arrived. The customer's blood glucose value was 250 mg/dl. No further information was provided.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces and severely scratched lcd window. No button error alarm noted. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, stained end cap sticker and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.